Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer followed up with the site, but no further information was received despite multiple attempts of follow up. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Corrected fields: h6, h11. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Based on the information indicated in prf, the event was related to mis-sizing.

Event description:
The manufacturer received the information from patient/device tracking. The patient registration form indicated "a failure to implant-mis-sizing" for a perceval plus valve, pvf-s on (B)(6) 2025 implant date. The device status is also indicated as inactive. No allegation of any device dysfunction nor patient injury has been received from the site.

Manufacturer narrative:
This report is the duplicate for the report submitted through esg new system on (B)(6) 2025 with core ID: (B)(4).